Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. It was then noted that the lead threshold was increased and the sensitivity had decreased. The physician planned to reposition the rv lead however; the physician opted to replace the lead due to possible damage when cutting away the sutures. The rv lead was explanted. No additional adverse patient effects were reported.